Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an instrument stuck on universal surgical manipulator (usm) 4. The customer had attempted to use the emergency wrench on the instrument without pressing the emergency stop. The technical support engineer (tse) had the customer press the emergency stop and use the wrench again but the instrument jaws would not move. The customer noted that they had already tried using a laparoscopic tool without success. The tse monitored the system in the log and found that the customer was undocking and no longer had instruments installed. The customer briefly came back on the line then disconnected. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. A field service engineer (fse) was assigned to follow up on this issue. The fse attempted to contact the customer to gather more information about the issue but received no response. The fse then checked the system log and confirmed that the system was used on 13-jun-2025 without any reported issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the instrument to perform failure analysis at the time of this report. The probable root cause is attributed to improper usage of emergency wrench without initiating an emergency stop. Based on the tse and fse follow-up, the system was subsequently used without issue, indicating that the reported instrument-stuck condition may have been resolved through standard troubleshooting steps.